Event description:
Nellcor puritan bennett received information that suggested a pt expired while on the ventilator. There is no allegation of a ventilator malfunction. Several attempts have been made to contact customer for further information with no reply from customer.